Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, no data of high voltage lead impedance (hvli) was displayed since (B)(6) 2020. All other parameters were normal. The most recent measurement was found from (B)(6) 20020. The patient presented in hospital and hvli was checked manually. Everything was working normal. The device functioning was correct. No further intervention was made. It was suspected to be diagnostic anomaly. The patient was stable and will continue to be monitored.